Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report that "customer stated lid on their cr2 is missing the magnet." In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Additional information: initial MDR was sent after customer indicated in a form that the magnet of their device was not intact. However, the customer later stated that the form was completed incorrectly; the magnet is in place in their device. Therefore, this is no longer a complaint.

Event description:
Physio-control received a report that "customer stated lid on their cr2 is missing the magnet." In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Event description:
Physio-control received a report that "customer stated lid on their cr2 is missing the magnet." In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Section h10/11 additional mfg narrative of the supplemental 001 medwatch report indicated: additional information: initial MDR was sent after customer indicated in a form that the magnet of their device was not intact. However, the customer later stated that the form was completed incorrectly; the magnet is in place in their device. Therefore, this is no longer a complaint. Section h10/11 additional mfg narrative of the supplemental 001 medwatch report should indicate: additional information: initial MDR was sent after customer indicated in a form that the magnet of their device was not intact. However, the customer later stated that the form was completed incorrectly; the magnet is in place in their device. Therefore, this is no longer a reportable malfunction event. Therefore, no further report will be forthcoming.